Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the entire system was removed. The physician did not suspect a device malfunction. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4)description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure.